Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #4 was removed due to bone loss. (B)(6) 2026 -non-integrated implant at site #4. (B)(6) 2026 #4- the healing abutment was removed. The implant was removed using reverse torque. The osteotomy was debrided of all soft tissue down to healthy bone. All four bony walls and the sinus floor were noted to be intact. Decorticated. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the osteotomy. A prf membrane was placed overlying the graft. Soft tissues were reapproximated with 3-0 gut suture. Grafting was completed, she will return for implant placement